Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic representative, following-up at the site, performed a navigation system check-out, all areas passed. RMA issued. Medtronic investigation of returned suspect camera finds that when connected to known good system the psu would not track passive instruments at any distance as reported. The psu failed an aak test at .64 mm with very high line separation of 4.01 mm. Electrical failure, failed diagnostic test, directly caused the event.

Event description:
A site representative reported a navigation system camera that was working intermittently and spheres were seen only when camera was very close. There was no patient present when this issue was identified.